Event description:
The customer received a blood glucose reading of 165mg/dl on her contour meter but was feeling shakey, so she retested on a different meter. The reading was 45mg/dl. No additional information as provided regarding the incident. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer no longer has the test strips. New meter was sent to her.